Manufacturer narrative:
(B)(4). E1 initial reporter information - correction. G2 report source - correction to remove consumer from the intial MDR. G2 report source - additional. H2 correction/additional information.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced being confused and semi-conscious while reporting a complaint to insulet. According to the patient, on approximately (B)(6) 2025, the patient was on the phone with insulet and alleged that they did not receive an alert. It was noted by the employee from insulet that the patient was confused and semi-conscious during the call, and an ambulance was called. It was unknown if the missed alert happened on the day of the call, and if the symptoms were related to the missed alert. The patient did not specify on which display device the missed alert had been experienced. There was no further information available, and the patient declined to be contacted regarding the event. There was no documentation of further medical intervention. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional event or patient information is available.